Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer loaded cold insulin into the cartridge. Tandem technical support educated the customer on proper load techniques. Customer reloaded the cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.